Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a crack was observed in the header cap area. The reported condition was verified. The cause of the condition was found to be from the multivac packaging system. When a dialyzer was being packaged, a blade is used to cut the necessary material of pouch film and tyvek for each dialyzer without cutting the dialyzer. However, this dialyzer was set into the wrong position so whenever the blade was used to cut the necessary material for packaging, the blade cut the dialyzer in question. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a crack in the hard plastic containing the filter of a revaclear 400 during prime. There was no patient involvement. No additional information is available.